Event description:
It was reported that during use with bd vacutainer® sst¿ ii advance plus blood collection tubes the tubes are underfilling and there is red cell hang up observed. There was no report of patient impact. The following information was provided by the initial reporter: underfill is out of acceptable range +-10%. Red cell "ring" layer observed. Tubes from 13 100-unit packs are affected. Impact: no impact since the error was visible.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Red cell hang up was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for underfill and red cell hang up was not observed. 20 retained samples were draw-tested with deionized water. From this testing, it was determined that all 20 tubes drew within specification. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, red cell hang up, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill based on photos only. This complaint has not been confirmed for the indicated failure mode red cell hang up. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® sst¿ ii advance plus blood collection tubes the tubes are underfilling and there is red cell hang up observed. There was no report of patient impact. The following information was provided by the initial reporter: underfill is out of acceptable range +-10%. Red cell "ring" layer observed. Tubes from 13 100-unit packs are affected. Impact: no impact since the error was visible.